Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line without an alarm while using the homechoice machine. This occurred during the initial drain cycle of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient reported an air bubble in the patient line. There was nothing found during troubleshooting that would cause or contribute to the air. The patient planned to complete therapy using new supplies. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents was performed for potentially associated lot number h14f06057 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.